Event description:
It was reported that the patient underwent escharectomy, exploration of fusion, lumbar spine l4 to sacrum, bilateral revision posterior segmental instrumentation, l2 to sacrum, bilateral iliac screw instrumentation, bilateral laminectomy, l1-l4, transforaminal lumbar interbody fusion l2-l3, l3-l4, placement of peek cage l2-l3, l3-l4, bilateral posterior osteotomies, l2-l3, l3-l4, bilateral complete facetectomies and foraminotomies l2-l3, l3-l4, posterior spinal fusion revision l2-s1, allograft and autograft. There were no noted complications, 2 hemovac drains used. On pod 4 the patient was discharged with a diagnosis of lumbar disc l2-l3-l4 annulus fibrosis and nucleus pulposus with fibrillation. Following the surgery, the patient's symptoms reportedly returned and worsened and included intractable pain, weakness, neurological deficit, systemic inflammatory response, bilateral thigh numbness, nerve pain, spasm, tingling, hypersensitivity and inflammation throughout his body in all of his joints that continued to grow worse, and bmp migration from the implant site to other areas of the body ossifying connective tissue and creating osteophytes in unintended locations resulting from the exuberant bone growth caused by the use of infuse. Reportedly, the physician stated that the patient's symptoms "are related to a reactive inflammatory process occurring in his body which may be secondary to some of the allograft material implanted during surgery. This reactive inflammatory process is affecting his joints." Physical therapy visit 47 days post-op, the patient stated his legs feel a little better but still get sore at end of day. Forty-eight days post-op, the physician's notes indicate that "after 7 physical therapy treatments, patient progress is good. Patient demonstrates independence and compliance with basic stabilization exercises and stretching." Eighty-one days post-op, the patient presented for manual therapy with massage, ultra sound and electrical stimulation. At 209 days post-op, a CT scan of the lumbar spine with and without contrast showed postural change and screw on right appears traverse, suggests mild canal stenosis at l1/2. A CT of chest with and without contrast indicated "there is some spur formation noted otherwise chest wall appears unremarkable, no suspicious nodules or mass." At 228 days post-op, the patient underwent joint and ligament injections. At 266 days post-op, the patient had fluoroscopically guided steroid injections into the t12-l1 and l1-l2 facet joints. At 271 days post-op, an MRI of the lumbar spine with and without contrast indicated "disc desiccation and disc space narrowing at l1-2, l3-4, and l4-5. Severe disc space narrowing at l3-4 and l4-5. Addendum thoracic spine with and without contrast, disc desiccation at all thoracic levels. Disc space narrowing from t3-4 through t12-l1. Appears to be loss of height from t6-t10. No narrow edema. Could be congenital or related to chronic compression fractures. No evidence of thoracic marrow edema." At 273 days post-op, the patient presented with complaints of joint pain, abnormal sensations in bilateral thighs, bilateral lower extremity pain, numbness and tingling, lower back pain, buttocks pain, mid-back pain, neck pain, status post l2 to s1 posterior spinal fusion with iliac screws. Patient was examined and MRI was performed that showed disc herniation. The physician recommendations are for patient to undergo diagnostic medial branch blocks to the bilateral t6, t7, t8, t9, and t10 levels where the pain is most severe. At 274 days post-op, a bone scan indicated "spine fusion from about l2 down to the sacrum. There is some mildly increased activity along the areas of bony fusion." At 366 days post-op, medical records indicated a seroma complicating a procedure. At 431 days post-op, the patient was diagnosed with lumbar postlaminectomy syndrome. At 543 days post-op, an ultrasound of the patient¿s chest was performed. The ultrasound indicated "no cystic nodule or fluid collections seen. At the patient's area of concern, it looks like there is a focal area of prominent fatty tissue which may be a lipoma versus just a normal variant. The area in question is about 3.6 x 1.5 cm. No solid nodule. No findings are seen to suggest a suspicious or aggressive type lesion." A CT of the chest indicated "no fracture, focal bony, or soft tissue lesion identified in the region of the skin marker. The rest of the chest is unremarkable for any acute findings." At 624 days post-op, the patient underwent an interbody arthrodesis below c2 to treat cervical spondylosis with myelopathy.

Event description:
It was reported that the patient underwent a posterior, transforaminal lumbar interbody fusion surgery at l2-3 and l3-4 using rhbmp-2/acs, interbody cages, allograft, local autograft, and duraseal. During the procedure, the surgeon placed the bmp in the cage device mounted in place for a transforaminal lumbar interbody fusion at l3-4, anteriorly in the disc space at l2-3, and wrapped around allograft "placed posteriorly for posterior spinal fusion as well as the remainder of the local autograft that was harvested". The surgeon reportedly "applied copious amounts of epidural duraseal material in multiple segments in excess of 1 cm in diameter that caused significant mass effect over the nerves at l2/3 and l3/4." It was further reported that on the same day the patient underwent posterior lumbar interbody fusion surgery at the l5 - s1 spine to correct a disc condition. Following the surgery, the patient experienced bilateral thigh numbness, nerve pain, spasm, tingling, pain, hypersensitivity and inflammation throughout the body in all of the joints that continued to grow worse. Reportedly, the physician stated that the patient's symptoms "are related to a reactive inflammatory process occurring in his body which may be secondary to some of the allograft material implanted during surgery. This reactive inflammatory process is affecting his joints." The patient is reported to suffer significant inflammation throughout his body in all of his joints, symptoms of reflex sympathetic dystrophy, nerve root irritation, and reactive inflammatory process alleged to be secondary to the material implanted during surgery. Reportedly he required revision surgery for exuberant bone growth and will require unspecified additional revision surgeries. It is further alleged that the patient has "bmp migration from the implant site to other areas of the body ossifying connective tissue and creating osteophytes in unintended locations resulting from the exuberant bone growth." The patient claims to suffer continuous pain in his back and legs from everyday activities.

Event description:
It was reported that the patient underwent escharectomy, exploration of fusion, lumbar spine l4 to sacrum, bilateral revision posterior segmental instrumentation, l2 to sacrum, bilateral iliac screw instrumentation, bilateral laminectomy, l1-l4, transforaminal lumbar interbody fusion l2-l3, l3-l4, placement of peek cage l2-l3, l3-l4, bilateral posterior osteotomies, l2-l3, l3-l4, bilateral complete facetectomies and foraminotomies l2-l3, l3-l4, posterior spinal fusion revision l2-s1, allograft and autograft. There were no noted operative complications. 4 days post-op, upon discharge, the final diagnosis was lumbar disc l2-l3-l4, annulus fibrosis and nucleus pulposus with fibrillation. Forty-seven days post-op, the patient presented for physical therapy. The patient reported that his legs feel a little better but still get sore at end of day. Forty-eight days post-op, the patient's medical records indicate that after 7 physical therapy treatments, the patient's progress is good. Patient demonstrates independence and compliance with basic stabilization exercises and stretching. Patient was instructed on use and precautions for medications and applying ice to sore areas. Eighty-one days post-op, the patient underwent manual therapy with massage, ultra sound and electrical stimulation. At 207 days post-op, a CT scan with and without contrast of chest and spine was conducted. At 208 days post-op, an arthritis profile was done for the patient. At 209 days post-op, a CT lumbar spine with and without contrast was interpreted to indicate postural change and screw on right appears traverse, suggests mild canal stenosis at l1/2. A CT of chest with and without contrast was interpreted to indicate some spur formation noted otherwise chest wall appears unremarkable, no suspicious nodules or mass. At 228 days post-op, the patient underwent joint and ligament injections. At 266 days post-op, the patient underwent thoracic and lumbar MRI scans and fluoroscopically guided steroid injections into the t12-l1 and l1-l2 facet joints. At 271 days post-op, an MRI lumbar spine with and without contrast was interpreted to indicate disc desiccation and disc space narrowing at l1-2, l3-4, and l4-5. Severe disc space narrowing at l3-4 and l4-5. An MRI of the thoracic spine with and without contrast was interpreted to indicate disc desiccation at all thoracic levels. Disc space narrowing from t3-4 through t12-l1. Appears to be loss of height from t6-t10. No narrow edema. Could be congenital or related to chronic compression fractures. No evidence of thoracic marrow edema. The patient returned to doctor 273 days post-op complaining of joint pain, abnormal sensations in bilateral thighs, bilateral lower extremity pain, numbness and tingling, lower back pain, buttocks pain, mid-back pain, neck pain, status post l2 to s1 posterior spinal fusion with iliac screws. The patient was examined and MRI was performed that showed disc herniation. Doctor recommendations were for the patient to undergo diagnostic medial branch blocks to the bilateral t6, t7, t8, t9, and t10 levels where the pain is most severe. Until tests can be completed, the patient was sent home with prescription pain medications.

Manufacturer narrative:
Review of imaging studies found as follows: (B)(6) 2010 thoracic MRI appears basically normal. No fractures, hnp, nerve compression or cord abnormalities. (B)(6) 2010 lumbar MRI shows apparent interbody fusion at l4/5 without clear interbody device. Posterior l5 laminectomy noted. Small synovial cyst note at l3 or l4 on the right creating no nerve compression. (B)(6) 2010 ap, lateral and flexion extension views of the cervical spine reveal solid arthrodesis across c5/6 with anterior plate and 4 screws in good position. (B)(6) 2010 cervical MRI t2 sagittal views show solid arthrodesis at c5/6 with posterior bulging disc at c3/4 some focal hyperlordosis noted above fusion. Axial t2 images show minor stenosis at c3/4 and c4/5 without cord compression. Solid fusion with plate at c5/6. (B)(6) 11 thoracic and lumbar x-rays fluoro intraoperative view showing adson "beckman retractors at lower end of the construct from l5 through l1 at the upper level of the picture. Interbody devices can be seen at l4, l3, l2, two cages at l1. Upper level of the construct appears to be about t10. Two cross-links are noted. (B)(6) 2012 lumbar MRI apparent arthrodesis now extends t11 through l4 with scars of previous screws noted at l5 and s1. Fluid collection noted extending from l1 disc level to s2/3 junction at the level of the pedicle screw heads and rods. Interbody arthrodesis cannot be verified. Abundant scar and postoperative change is noted between the rods the full length of the construct. Artifact blocks accurate assessment of dural sac through many parts of the lumbar spine. (B)(6) 2012 thoracic x-rays construct again appears to terminate at about t10. Second cross link noted between t11 and t12. (B)(6) 2012 lumbar x-rays construct noted on lumbar x-rays from l5 through t11 at the top of the picture. Crosslink present between l3 and l4. Interbody spacers noted at all levels.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device, nor films of applicable imaging studies, were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.